Manufacturer narrative:
A visual analysis of the returned stent revealed residues of calcification on the stent, it was also found kinked at 12.0 cm from the renal pigtail. Encrustation is an adverse event associated with retrograde and antegrade positioned indwelling ureteral stents; therefore, based on all gathered information the most probable cause for this complaint is considering ¿anticipated procedural complication¿ since the complaint is due to a known physiological effects of the procedure noted within the directions for use. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. A review of the device history record (DHR) confirms that the accepted device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra ureteral stent had been implanted in the ureter on (B)(6) 2017, and was removed on (B)(6) 2017 as a planned ureteroscopy procedure. According to the complainant, during stent withdrawal, it was noted that the stent was calcified and was unable to drain. A clamp was used to remove the entire stent. The procedure was completed with another polaris¿ ultra ureteral stent . There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿stable¿.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra ureteral stent had been implanted in the ureter on (B)(6) 2017, and was removed on (B)(6) 2017 as a planned ureteroscopy procedure. According to the complainant, during stent withdrawal, it was noted that the stent was calcified and was unable to drain. A clamp was used to remove the entire stent. The procedure was completed with another polaris¿ ultra ureteral stent . There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿stable¿.